Event description:
Mr. (B) (6) contacted our customer service on (B) (6) 2005 and stated that he received 2nd degree burns on his upper back from the painnot heating pad. He went to the ER for treatment, but was unable to provide medical documentation of the incident. He returned the product for a refund. No further information was provided by the customer.